Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00174 on (B)(6)2023. Additional information ((B)(6)2023): siemens further evaluated the event and determined that sample mix problems potentially contributed to the falsely depressed carbon dioxide (co2) patient results. The issue was resolved with replacement and alignment of the sample 2 (s2) mixer. There were no additional discordant results observed post service. The investigation conclusions code in section h6 was updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on 4 patient samples on a dimension vista 1500 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely depressed carbon dioxide (co2) patient results that were obtained on a dimension vista 1500 instrument. Quality controls (qcs) recovered within ranges on the day of the event. The server 2 probes and aliquot probes were inspected and all probes appeared clean. The drains were flushed with bleach and warm water. Then, alignments for sever 2 probes and a quick check with sodium hydroxide and cuvette wash were performed. Additionally, the pumps were primed multiple times and the modules were homed. Then, the customer ran service method tests and discovered sample probe 2 mixer recovered out-of-range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced the sample 2 (s2) mixer and performed alignments. A quick check was performed, which passed. Additionally, quality controls (qc) were performed, which recovered acceptably. The cause of the falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.